Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smartablate¿ irrigation tubing set. During the procedure, upon connecting the tubing set, it was noticed that the inside of the tubing was a whitish color. The smartablate¿ irrigation tubing set was replaced and the issue resolved. Procedure was completed without patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The foreign material inside the tubing was assessed as a reportable malfunction.

Manufacturer narrative:
The device history record was provided on august 29, 2018. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. No device was received for analysis. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional clarification was received on the event on (B)(6)2018 . Tubing set was not used on the patient. The biosense webster inc. Failure analysis lab received the device for evaluation on (B)(6)2018 and noted that the returned product looked to be in normal condition. No foreign material observed. Therefore, populated . Device available for evaluation?, . Is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number; (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure for atrial fibrillation with a smartablate¿ irrigation tubing set. During the procedure, upon connecting the tubing set, it was noticed that the inside of the tubing was a whitish color. Tubing set was not used on the patient. The smartablate¿ irrigation tubing set was replaced and the issue resolved. Procedure was completed without patient consequences. Complaint product was inspected and it was found in normal condition. No foreign material was found. Irrigation test was performed and tubing passed specification. No microbubbles were found in the tubing after flushing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was not confirmed. Manufacturer's reference number; (B)(4).